Event description:
Per the surgeon, the patient was hospitalized on (B)(6) 2013, due to skin flap necrosis and extrusion of the receiver/stimulator package. The patient was treated with 'IV' vancomycin (dosage and duration not reported). On (B)(6) 2013, the patient underwent surgery for debridement of site and exploration of the device. A peripherally inserted central catheter (PICC line) was placed for long term antibiotic treatment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed april 10, 2014.